Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump emitted a low battery alarm and the battery was replaced three times and the screen would not return. The patient stated there were no beeps, lights or vibrations. The patient stated that the pump was exposed to moisture. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was received in a condition that prevented functionality testing from being performed. The pump would not power on. The battery compartment was noted to be cracked down to the pump seal. The inside of the battery compartment contained visible corrosion. The pump was opened for investigation and revealed moisture damage to the internal components of the pump.